Event description:
Patient underwent shoulder (rotator cuff repair). Failed to heal within time frame expected, reported ongoing pain. Followup xray revealed retained foreign body. Surgery completed to remove foreign body which was determined to be the tip of a suture device, approximately 1/8 of inch long, metal fragment. Refer to additional documents in 12k.